Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the caller reported patient has not used their stimulator for about a year. Caller reported they charged their external devices, communicated with implant today, and a message was seen. The message stated "end of service. Replace internal device to continue therapy." Agent reviewed message and redirected caller to patient's hcp. Additional information was received from a manufacturer representative (rep). The rep reported that there was an issue with premature/abnormal ins depletion. The patient went for an MRI and they were unable to communicate with their ins. The patient had come in for an appointment with the manufacturing representative (rep) present and when they connected with the device, they received the message "end of service. Therapy has stopped. Replace the internal device to continue therapy." The cause was not known. The patient was experienced a return of their baseline symptoms of urinary incontinence, urinary frequency, and urinary urgency. This issue was on going. Device revision was scheduled for (B)(6) 2025.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the message was caused by normal battery depletion. They were scheduling a surgery replacement on (B)(6) 2025. Will return the device to the rep.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.